Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, it was reported patient was scheduled for a modular head revision procedure but the case was cancelled. No revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; physician is unknown; PMA/510(k) number - unknown; manufacture date - unknown.